Event description:
A scrub tech reported that an intraocular lens (iol) was exchanged. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed, because the reporting facility did not provide a lot # or any identification traceable to the manufacturing documentation. Additional info has been requested on 02/19/2009, 02/24/2009, 02/26/2009, and 03/12/2009 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 03/20/2009.